Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The device was not returned for evaluation. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the degeneration remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "failed valve-in-valve transcatheter mitral valve implantation" authors giuseppe bruschi et al, the following valve in valve procedure was identified as pertaining to an edwards device: a (B)(6) man with a 27-mm carpentier-edwards bioprosthesis underwent a valve in valve procedure due to degeneration after an unknown implant duration. A 26mm transcatheter valve was implanted within the disabled edwards valve using the trans-septal approach.